Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface board and the interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system was getting an error and would not perform fluoroscopy x-ray. There is no report of injury or death associated with the event described in this complaint.